Manufacturer narrative:
The customer¿s report of a break at the y-site was not confirmed as the received set is not manufactured with a y-site. However a leak was confirmed at the connection between the extension set and non-bd needle-less connector. Pressure testing confirmed a leak at the connection at approximately 10 psi. The connection was secure and inspected; no anomalies were observed. The non-bd connector was disconnected from the set and the extension set was pressure tested alone. No leaks were observed with the extension set. The non-bd connector and extension set¿s female and male luer ports were measured and found to be within iso standards. The root cause of the leak could not be definitively be determined.

Event description:
It was reported that there was a break at the y site, upon review of the attached photo of the unexpected return. The customer stated that there is no event information available.

Manufacturer narrative:
Concomitant medical products: 20ml bd syringe: non-bd needle-free connector: td unknown. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics/involvement was not provided by the customer.

Event description:
It was reported that the male luer broke, upon review of the attached photo of the unexpected return. The customer stated that there is no event information available.